Manufacturer narrative:
(B)(4): device manufacturer date 09/30/2015 ¿ 10/07/2015. A batch review was conducted and there were no deviations found related to this reported condition during the manufacturing of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the minicap sponge had inadequate iodine. This occurred prior to use. There was no patient injury or medical intervention associated with this event. No additional information is available.